Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation and atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Pre-procedure, a baseline pericardial effusion was detected. During ablation phase, a right atrial perforation occurred at the junction of the inferior vena cava (ivc), resulting in a pericardial effusion. Pericardiocentesis yielded an unspecified volume of fluid. Patient was transferred to cardiothoracic surgery to repair the hole near the ivc junction. Patient required extended hospitalization (unspecified) as a result of the adverse event. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle and a st. Jude medical agilis sheath. Generator was set on power control mode at 40 watts on the cavotricuspid isthmus (cti). Generator settings at the time of injury included power at 40 watts, temperature at 25 degrees celsius, and impedance at 135 ohms. Power was not titrated during ablation. Overall ablation time at the site of injury was less than 5 minutes. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Protamine was administered upon exiting the left atrium. There is no information regarding the spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.